Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a patient representative (rep) regarding an implanted infusion pump for malignant pain and thoracic and other indications. The pump was used to deliver unknown morphine. It was reported that, since (B)(6) 2026, the patient was unconscious in a hospital bed. The patient was choking on her own vomit and in the emergency room (ER). They wanted to "turn off the bolus". The healthcare provider (hcp) wanted a rep to go and turn the pump off. They tried contacting the hcp who managed the pump, but could not get through. They were also worried about the patient's blood pressure. At the time of the call to patient services, there was medical staff in the room. Technical services connected the reporter to the national answering service (nas) to page a manufacturer representative (rep). The patient representative called back and stated that someone would send a rep in person to "turn off the bolus". The patient representative mentioned that the hcp was concerned that the morphine would be mixed "to other medication". The patient was with a doctor and nurses during the call. A nurse later called in a requested a rep to go in to turn the pump off. The nurse stated that a rep had been there to run the pump down, but the hcp wanted the pump turned off. The patient had gone in with respiratory arrest and was intubated. Technical services connected the caller to the nas to page a rep. Additional information received on 2026-02-16 indicated that the patient's husband called patient services on behalf of the patient to have the pump turned back on. Per the reporter, the pump was turned off and/or turned down as much as possible. Per the reporter, the patient previously had fentanyl in the pump and the hcp switched the medication to morphine. At this time, the patient began to have adverse side effects, including vomiting, grogginess, an inability to speak, and aspirating in her sleep. The reporter attempted to contact the hcp's office and was unable to get in contact with anyone. The reporter wanted patient services to contact a local rep on their behalf to assist with contacting the hcp and managing the patient's pump. Patient services emailed a rep. Additional information received indicated that the patient was in the intensive care unit (ICU) on (B)(6) 2026 and was discharged on (B)(6) 2026. The hospital stay was related to the pump and the medication in the pump. The patient stopped using the pump for several weeks and just started using it again on (B)(6) 2026. Patient services assisted the reporter with bolus delivery. In regards to pump medications, reporter mentioned fentanyl and briefly mentioned bupivacaine but did not confirm bupivacaine.